Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 242.4040 was not identified during the investigation. However, the returned device was fully evaluated, and error 242.4030 error code was confirmed to be due to a missing motor pinion gear, resulting in a different error code. Thorough laboratory testing performed on the suspect pump module found the pump module performing with no errors or malfunctions. During functional testing in the laboratory, the suspect pump module was connected to a good known pcu device. The error reported by the facility could not be replicated; however, error 242.4030 occurred. This error appeared when the pump module door was opened or when starting an infusion. During laboratory testing a primary infusion was programmed with a rate = 100ml/h and vtbi = 115ml and was left infusing for 10 minutes and the initial error 242.4030 was not displayed again, and the device functioning as intended. There was no patient involvement, nor was a date or time given for the reported event. However, a review of the error log of the suspect device was performed. Three (3) types of errors were found: error 242.4030, was found 3 times: on (B)(6) 2024 at 10:10 am and at 10:17 am. On (B)(6) 2024 at 08:31 am. Error 240.4150, was found 433 times: between the dates (B)(6) 2024 and (B)(6) 2024. Error 242.4010, was found 1 time: on (B)(6) 2024 at 08:02 pm. A total of 437 error codes were observed in the error log (sum of the three error codes found) between the dates (B)(6) 2024 and (B)(6) 2024. It should be noted that error 242.4040 reported by the facilitator was not found in the logs. The bd technical service manual 2022-09 states to avoid damage to the device, only qualified personnel using proper grounding techniques should open the device case. There was no patient involvement. Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported error code 242.4040 was not identified during the investigation. However, the returned device was fully evaluated, and error 242.4030 error code was confirmed to be due to a missing motor pinion gear. Note that this report lists imdrf annex a040502, a1801, a0721, a0709, a040506, a0401,g02017, g04037, g02005, g0301204, g0301201, g04070, g04090, c0601, c02, c16, c070606, c07, d01, d15, d0301, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had error code 242.4040. There was no patient involvement.

Event description:
It was reported that the device had error code 242.4040. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.